Manufacturer narrative:
(B)(4). Insulin pump received with scratched case, pillowing keypad overlay, and cracked keypad overlay. Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected, problem isolated to electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had power error detected. Customer's blood glucose level was 198 mg/dl. Customer was able to successfully clear the alarm and able to complete pump rewind. It was also stated that the notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.